Event description:
It was reported that during an acl reconstruction surgery the needle detached from the suture. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588tnt serial/batch number (B)(6) was received for investigation. The returned device was visually inspected, and it was noted that the needle was detached from the suture. The needle was not received for evaluation. Functional testing doesn't applies to this device. The most likely cause(s) of reported failure is user error. According to dfu-0147-eor2_fmt_en g. Precautions. 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.